Event description:
The customer stated that her blood blucose test results had been high. While troubleshooting, she performed 2 control tests and rec'd results of 202 and 201 mg/dl. The normal control range is 99-136 mg/dl. The customer did not allege any adverse events. The test strips are to be returned for eval, and replacement strips will be sent.